Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with 80% stenosis, moderate calcification and heavy tortuosity. The hi-torque (ht) infiltrac guide wire crossed the lesion, however, the guide wire had exposed a thin wire like piece in the proximal end and unraveled. The guide wire started to coil around the proximal end not allowing any device to cross over it. The core of the guide wire is in one piece, however, it is unknown if the coils detached from the core of the guide wire. A guide liner was not used. Another guide wire was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported break could not be confirmed; however, the material deformation (coils) noted during return analysis was likely reported as a break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported break. In this case, it is possible that the guide wire interacted with the patient¿s moderately calcified, heavily tortuous, and 80% stenosed lesion during advancement, resulting in the reported material deformation (coils) and stretched coils; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.